Event description:
Caller reported that a malfunction occurred with the pump, suspected to be caused by the pump getting wet. There was no adverse impact to the customer's blood glucose level. Customer followed guidance from technical support to reset the pump, but the malfunction recurred. Technical support assisted in ensuring the app logs were uploaded for investigation and arranged for a replacement pump. Caller plans to use multiple daily injections to maintain insulin delivery, as the pump was out of warranty and a loaner pump was declined.